Event description:
The co was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the co as follows: after filling a portable unit, the unit vented and the pt received a burn to his hand.